Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose level and low blood glucose level and was taken to emergency room. The customer¿s high blood glucose level was 400¿s mg/dl and low blood glucose level was 43 mg/dl. The customer reported that the insulin pump received motor error and while troubleshooting customer was able to rewind the insulin pump. The drive support cap was normal. The insulin pump will not be returned for analysis.